Manufacturer narrative:
The device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube/ shaft found no issues. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and 75% calcified superficial femoral artery. A 6x200mm, 150cm ranger drug coated balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the rated burst pressure. The device was removed carefully and slowly from the patient and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or issues noted. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube/ shaft found no issues. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and 75% calcified superficial femoral artery. A 6x200mm, 150cm ranger drug coated balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching the rated burst pressure. The device was removed carefully and slowly from the patient and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.